Event description:
It was reported that upon review of ams episdoes, post-paced t wave oversensing was observed. Programming changes were made and resolved the oversensing. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.